Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 12 mg/dl, due to serter issues and not having sensor on. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose. Customer was treated with a glucagon shot. Customer was not wearing insulin pump at the time of hospitalization as it was removed from him due to low blood glucose. Customer declined troubleshooting.